Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular procedure was being performed when the issue occurred and was completed by moving the patient to an adjacent room. The philips field service engineer (fse) visited system onsite and confirmed that the flexvision monitor did not show images. Upon troubleshooting, the fse found the dvi matrix switch was defective. The cause of the dvi matrix switch was not conclusively determined by the supplier's part analysis. However, replacing the dvi matrix switch by the fse had resolved the issue. The fse performed functional tests, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor did not show live images during a procedure. The patient was moved to another room to complete the procedure. The system was in clinical use at the time of the event. No harm to the patient or user was reported. An investigation into this complaint has been initiated by philips.